Manufacturer narrative:
The inulin pump was received with intermittent button response due to flattened dome switch on bolus, esc, act, up arrow and down arrow button. The connector was inspected and locked on lcd board. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self- test and unexpected restart error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and severely scratched display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump keypad buttons are not responsive and the buttons are stuck. The customer's blood glucose reading was 400mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. Customer declined to troubleshoot for high blood glucose and no further details were given.